Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 44 mg/dl at the time of the incident. Customer also reported that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated that this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected battery power loss or replace battery alert/replace battery now alarm noted during testing or in the insulin pump trace download.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode feature was active on insulin pump at the time of event.